Manufacturer narrative:
A customer reported false susceptible amoxicillin / clavulanic acid (amc) results for escherichia coli in association with the vitek® 2 ast-n340 test kit for two different patients. An investigation was performed. Agar dilution (ad) with an increased concentration of clavulanate acid which was the method used for amc01n development on ast-n340 card according to clsi : amc mic = 4/2 mg/l s . On vitek 2 v7.01 (aes parameters : casfm eucast 2016 + phenotypic), two (2) ast-n340 cards (one from customer lot cl: 7800427203 and one random lot rl: 7800341103) were tested. Susceptible results were obtained (cl = 4 mg /l s and rl = 8 mg/l s). The amc values are within essential agreement with the reference mic (ad = 4/2 mg/l s) and no category error. The customer's susceptible result was reproduced on both lots used and is in agreement with the reference method (agar dilution). Conclusion : the vitek 2 ast-n340 card performed as intended. No further action is required.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of false susceptible amoxicillin / clavulanic acid (amc) result (mic = 4) for escherichia coli in association with the vitek® 2 (B)(4) test kit. Repeat testing via ast-n340 provided the same result. The customer stated they systematically perform disc diffusion whenever they obtain this type of result. Alternate method testing via disc diffusion obtained a result of resistant (diameter = 12mm). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Note: though the ast-n340 test kit is not marketed or sold in the united states, the amc antibiotic is registered with the FDA and contained on other vitek® 2 test kits that are marketed and sold in the united states. Biomérieux investigation will be initiated.